Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and pump shut off. There was no reported adverse impact to customers blood glucose. No additional information was provided.

Manufacturer narrative:
On april 28, 2023, distributor provided the following information: device was received and pump history was reviewed. Pump battery was found to have charged and discharged normally. No anomaly was observed with the pump. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.